Manufacturer narrative:
Device investigation narrative - due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. See communications for timeline. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited. (B)(4).

Event description:
It was reported that following insertion of the t-1 anchor the t-2 anchor failed to deploy. The t-1 anchor was left in the patient rather than risk the potential of further damage from any attempt to remove it. A backup device was available to complete the procedure following a 10 minute delay. No patient impact was reported.